Manufacturer narrative:
(B)(4). Field service specialist visited the account. Prior to fse's arrival, customer reported seeing a ''fan error'' upon start-up. System checkout was performed. Found ac/dc switcher fan defective. Replaced ac/dc switcher as required. Fse on site observed ''galvos buzzing.'' Ordered replacement galvo assembly, and installed as required. Successfully completed 3 month preventive maintenance verifications. System meets abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Surgeon reported that patient presented with diffuse lamellar keratitis (dlk) 24hrs post treatment in both eyes. Dlk grade not provided. Surgeon gave treatment with maxidex in both eyes every hour. At one month patient still presented with trace dlk in right eye.